Event description:
Anesthesia machine - narkomed 2a - north american drager; physiological monitor - 404-1 - semines medical.............35. Whileusing forceps dr. Requested electrosurgical unit be increased to coag 99. Before nurse could swith unit to low coag mode setting 99, dr. Began using unit and received a shock from the forceps to his right middle finger. Dr. Required no treatment and the burn has since healed. No injury or burns to patient occureddevice not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: other. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. The device was not destroyed/disposed of.